Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the scope connector could not be connected properly due to a faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the scope detection on the visera elite video system center did not work. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The olympus field service engineer (fse) performed an onsite repair. During troubleshooting, the fse verified the problem and determined that the issue was due to a broken connector. Additional issues of failure were observed; base blockage valve and printed circuit board. The fse replaced the components and verified electrical safety tests were performed. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.